Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the loose forceps stopper, other evaluation findings are as follows: water tightness was lost due to a crack on the switch box; the adhesive on the bending section cover was detached; the connecting tube had a dent; the angulation lever was cracked; the light guide cover glass and the light guide connector were corroded; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, there were scratches on the following parts: the connecting tube, the switch box, the light guide connector, the control unit, the scope cover, the grip, the forceps elevator lever, the universal cord, the video cable, the light guide connector, the video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the forceps was most likely loose as a result of physical stress. However, the root cause could not be determined. For handling of the actual product, according to reviewing the instruction manual, the following description is found. It is possible to be able to prevent the phenomenon indicated in accordance with the description. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord and video connector forcefully. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the hysterovideoscope had an air leak, a crushed insertion part, a peeled curved rubber adhesive, and a damaged angle knob cover. There was no report of patient harm. The device was returned, evaluated, and the forceps stopper was loose. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.